Event description:
It was reported via a journal article that post a stenting treatment procedure, stent thrombosis occurred. The target lesion was located at a left main trifurcation. An unknown taxus stent was implanted and was post dilated with kissing balloons. After an unspecified time the patient had definite stent thrombosis post procedure and was retreated successfully.

Manufacturer narrative:
Literature citation: shammas, nicolas w, md and gail a. Shammas, rn; michael jerin, phd; anup parikh, katerine coin; eric dippel, md; peter sharis, md; jon robken, md. Treatment of left main coronary trifurcation lesions with the paclitaxel drug-eluting stent: mid-term outcomes from a tertiary medical center. J invasic cardiol 2009; 21: 321-325. If implanted, give date: between (B)(6) 2006 and (B)(6) 2007. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information is received, a supplemental medwatch will be filed. (B)(4).